Event description:
It was reported that during a gastric bypass, the device had intermittent hand activation issues. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. A b-form staple was noted to be embedded on the blade. Due to the damage of the blade, it was confirmed that the device was non-functional. An error code 5 was noted. No intermittent hand activation was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.